Manufacturer narrative:
The unit was installed in 2004 making it approximately 16 years old. A steris service technician arrived onsite following the reported event to inspect the sterilizer. While inspecting the unit, the technician noticed the unit's door was difficult to move as the door hinge required adjustments. The unit is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. Per the preventive maintenance checklist for the century sterilizer, the operation of the door should be checked at least 2x per year. To resolve the issue, the technician adjusted the door hinges on the door of the sterilizer, tested the unit, determined it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported an employee injured their shoulder while trying to open the door on their century sterilizer following a completed cycle. The employee missed time from work as a result. The user facility did not disclose if medical treatment was administered.